Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board, cine bridge board and display adapter were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.